Event description:
Originally reported as medwatch (B)(4). Essure physician performed original procedure on unknown pt in hospital on (B)(6) 2011. Three month hsg on (B)(6) 2011, showed both tubes were patent with free spillage of contrast. There was lateral migration of left coil into ampulla and probable ampullary expulsion of right coil. At some point after initial procedure, pt made office visit to complain of unspecified back problems. Since hsg had indicated failure of sterilization, a bilateral salpingectomy was done by another surgeon in same hospital on (B)(6). Surgeon was unable to visualize either coil with hysteroscope. Through use of fluoroscopy, surgeon found that proximal end of one essure device could be seen through wall of left fallopian tube. The device from right fallopian tube was found partially grown into omentum in left upper. There are no post-op reports of further problems.